Event description:
A medtronic rep reported that a surgeon confirmed there was an inaccuracy with a screw placement but reported it to be human error. The surgeon placed six screws, the first screw was off, the other 5 were accurate. The surgeon reseated the screw and verified that the placement was accurate. There was no negative impact to the pt. Medtronic navigation is filing the MDR to ensure visibility to pt event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's system caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the device was received partially deployed without clip deployment. It appears that when the plunger was depressed to deploy the locator wings and initiate the thumb advancer deployment, the leaves of the garage tube carved into the proximal end of the flex-guide as evidenced by the bent leaves of the garage tube. Subsequently, disrupting thumb advancer deployment and exchange sheath splitting. Based on the investigation findings, the probable root cause for the flex-guide carving is a failure to maintain alignment between the tubeset and flex-guide when depressing the plunger to initiate the thumb advancer deployment, causing the tubeset to carve into the flex-guide. The safety release was activated to release the locator wings to safely remove the device from the body of the patient as indicated in the instructions for use. No manufacturing or quality issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician untrained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during step 2, the device did not "click as normal." The release mechanism was used to remove the device. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.